Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Concomitant medical products: plee60a.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon used a gst green reload with seam guard for first fire, followed by four gst golds without seam guard. For his last fire, he went to use a gst blue reload, but the scrub tech did not snap in the reload correctly and once it was inserted down the trocar into the abdominal cavity, it fell out. When they were picking it up with graspers, it came apart into three pieces, the reload pan, reload body, and the staple cap. He ended up using another gst blue reload without seam guard and the case completed correctly. The reload was submitted into quality control at the hospital and has not been released. There were no adverse consequences for the patient.